Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, "service required" and "ventilator inoperative" codes were found in the ventilator's download error log. The device's oxygen blending module board and system board were replaced to address the issues.